Event description:
Sorin group (B)(4) received a report that the s3 roller pump displayed an error message. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The pump motor was returned to the manufacturer for evaluation. The manufacturer found a problem with the alignment of the brushes on the armature. In order to prevent a re-occurrence, the manufacturer has implemented additional inspection of the brush alignment prior to shipment. A replacement pump was sent to the customer. No further action is deemed necessary.